Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-p4, serial # unknown, product type: accessory; product ID: neu_unknown _lead, serial # unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient developed a hematoma during procedure. The cause is unknown. Hematoma occurred during a normal surgical lead implant procedure. Patient has diminished use of her lower extremities today. Unknown what actions/ interventions were taken to resolve the issue. Surgical intervention occurred. No further patient symptoms or complications were reported in this event.